Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had an autozero alarm while on a patient. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that an authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue after verifying that the 1109 "machine pressure sensor autozero failed" alarm error was logged in the diagnostic report (drpt). The asp replaced the gas delivery system (gds), after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.